Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a fusiform 62 mm in diameter abdominal aortic aneurysm approx one month ago. The aorta is moderately tortuous. It was reported that at the pt's two month f/u appointment a separation, type iii endoleak was noted. No add'l info has been obtained. No clinical sequelae were reported. (MFR report# 2953200-2011-01603).

Event description:
Additional information was received. A recent CT revealed a proximal type I endoleak and the thoracic aneurysm is currently 8 cm in diameter. The physician elected to treat the proximal type I endoleak. A right carotid to right subclavian bypass was performed, two days later a proximal stent graft extension of the thoracic endograft was implanted to exclude the type I endoleak and right subclavian artery. The investigator assessed the event and it is not device or procedure related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (lack of info).